Event description:
The nurse operating the system 1000 hemodialysis instrument reported that at the start of the dialysis procedure the ultrafiltration rate displayed on the instrument was 0.59 kg/hour. During the dialysis procedure the instrument displayed an ultrafiltration rate of 1.23 kg/hour and an ultrafiltration volume removed of 2.2l. It is not known when this observation was made. It was also reported that 0.2 kg.more than the target ultrafiltration was removed from the pt and saline was given to the pt to bring the blood pressure back up.